Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Information available indicated that there were no issues during advancement of the coil. Therefore, it is unlikely that the use of the non bsc microcatheter was the direct root cause of the difficulties encountered. However, the safety and performance characteristics of the coil has not been demonstrated with other manufacturers devices. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
(B)(4) - coil protrusion. Add'l MFR narrative: the doctor believes that this phenomenon was due to a "piston effect" (coil was sucked out/in of the aneurysm) caused by the reduced lumen of the microcatheter with the 0.014" delivery wire.

Event description:
It was reported that during advancement of the next coil into the microcatheter, the physician observed that the proximal end of the previously deployed coil was inside of the microcatheter. As the physician continued advancement of the coil, the proximal portion that protruded, was "flushed" back into the aneurysm. There was no reported clinical consequence to the patient.

Event description:
It was reported that during advancement of the next coil into the microcatheter, the physician observed that the proximal end of the previously deployed coil was inside of the microcatheter. As the physician continued advancement of the coil, the proximal portion that protruded, was 'flushed' back into the aneurysm. There was no reported clinical consequence to the patient.